Manufacturer narrative:
The biomedical engineer (bme reported that the central nurse station (cns) was boot looping. Technical support (ts) advised unplugging the network cable to force the monitor network disconnect error message, then shutting down and rebooting cns. The issue persisted after removing network cable, forcing error, shutting down, and replacing hdd1, then rebooting. No change occurred after moving hdd2 to hdd1 slot and rebooting. Launching software with hdd2 in slot 1 also made no difference. Ts advised deploying a spare unit for now. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme reported that the central nurse station (cns) was boot looping. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme reported that the central nurse station (cns) was boot looping. Technical support (ts) advised unplugging the network cable to force the monitor network disconnect error message, then shutting down and rebooting cns. The issue persisted after removing network cable, forcing error, shutting down, and replacing hdd1, then rebooting. No change occurred after moving hdd2 to hdd1 slot and rebooting. Launching software with hdd2 in slot 1 also made no difference. Ts advised deploying a spare unit for now. No patient harm was reported. Investigation summary: the unit resumed normal function after the drive swap. Customer was advised to monitor the unit and consider sending it in for hdd replacement. Root cause attributed to hardware failure - degraded or faulty primary hdd (hdd1) causing the system boot loop. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme reported that the central nurse station (cns) was boot looping. No patient harm was reported.